Event description:
The patient's generator was replaced due to unable to interrogate due to suspected battery depletion condition. The generator was returned for analysis product analysis was completed on the returned generator. End of service and failure to program due to battery depletion was verified. Visual analysis of the generator showed contaminates on the trimmed edge of the pcba. The generator failed multiple electrical tests. After the contaminates were removed, the generator performed according to the electrical test. The observed conductive debris suggests probable current leakage paths that led to premature depletion. It was noted that there was a disparity between the % battery remaining based on battery voltage and battery consumption based on stimulation history per a review of the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion.